Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. This complaint for the se 2240 (air in line) was confirmed because was identified in the patients alarm logs of returned hc. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. The lot number is unknown therefore a batch review was not performed.

Manufacturer narrative:
(B)(4). A sample is not available. A follow up report will be sent when additional information becomes available.